Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a euphora balloon to treat a calcified but not very tortuous rca lesion with 90% stenosis. The device was inspected before use with no issues noted. No difficulties noted when removing the protective sheath / packaging stylette from the device. During the procedure, no resistance noted while advancing the device to the lesion. No issues noted inflating the device. Upon deflation after first inflation, difficulties were encountered. And the balloon failed to deflate. The physician changed indeflators but this was not successful. The physician decided to pull the balloon back into the guide catheter while still inflated and removed the inflated balloon out of the patient's body in the guide with no complications to the patient. The concentration of contract / saline was 50/50.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.